Event description:
Arjo was notified about an incident involving an arjo maxi move passive floor lift and a clip sling (model number maa4100m-m). Customer reported that during transfer from a shower chair to a wheelchair when pulling the patient¿s trousers up, left shoulder clip detached from the lift spreader bar attachment point (lug). As a consequence of the event patient fell out from the device on the floor. No injury was reported. Arjo representative visited the customer to provide a device inspection. No malfunction with the maxi move device and sling was found.

Manufacturer narrative:
Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Pulling the patient¿s trousers up may have caused the clip to accidentally move upwards and in a consequence to detach. Passive clip sling instruction for use (04.sc.00) guides through transferring procedure and informs the user how to attach the sling properly. ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿make sure that: all clips are securely attached.¿ to sum up, passive floor lift and clip sling were used as a system for a patient transfer. The customer reported that clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint due to an indication of the clip detachment during transfer.